Event description:
On 12/07/98 company representative was notified of problem by user facility with reversed connectors contained in pump pack #1120b. On 12/08/98 company was notified by user facility of adverse event occurring on 12/08/98, where when using pump pack #1120b air was introduced to patient. On 12/08/98 company was notified by user facility that patient was brain dead.